Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument did not work properly; it would not get enough power. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed recognition and engagement. It demonstrated full range of motion in all directions, and the grip tips opened and closed properly. Additionally, damaged conductor wire insulation was observed at the yaw pulley, with no fragmentation; the internal conductor wires were exposed. The internal wire was not frayed or fully broken, and the instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the insulation damage. The instrument was found to be fully functional. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.